Event description:
The hospital reported vasoview hemopro 2 blue valve from the co2 port inside the female connector was missing and they couldn¿t get co2 to open up my tunnel. They had to open another kit that wasn¿t defective and they were able to continue harvesting.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A lot history record review was completed for lots 3000487495, 3000487567, and 3000484420 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.